Event description:
On (B)(6), 2014 it was reported through clinic notes that the patient underwent replacement of the vns on (B)(6), 2010 and then developed a local infection that required a revision of the chest wound on (B)(6), 2010 due to the patient scratching the surgical site open.